Event description:
It was reported to baxter that a reservoir of a basal/bolus infusor ruptured during patient use. The reservoir was filled with droperidol. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. Similar reports have been received for this product for the reported issue. The issue is currently being investigated under CAPA.